Event description:
It was reported that the patient¿s blood glucose rose while at school, insulin delivery stopped, and an occlusion alert occurred that was later cleared, after which insulin delivery resumed; the device referenced was an ilet system and the peak reported glucose was 305 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with lack of effect reported during the event and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.